Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had issues with a faulty sensor. The blood glucose of the patient was not recorded. The customer was sent new sensors to see if the issue would be resolved. No further information was provided.